Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced. It was determined that poor communication occurred due to cable failure and e224 error occurred. The probable cause of the cable failure was likely due to water that penetrated from the damaged part of the rear cover. E224 error is the error that occurs when an abnormality occurs on the communication between endoscopes and processors. (Instruction manual of otv-s400, chapter 9, when abnormality occurs, 9.2 ¿how to tell the abnormality and how to handle it¿). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the evaluation, error e224 (camera head communication error code) displayed on the monitor and all the buttons were not working due to a faulty cable. Additional findings were as follows: a failed leak test on the rear cover, a faded label on the rear cover, and the rubber on the rear packing had peeled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the 4k autoclavable camera head, that the zoom button was not working. The issue was found during the procedure. The intended therapeutic laparoscopic cholecystectomy procedure was completed with the same equipment. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: error e224 displayed on the monitor and all the buttons were not working due to a faulty cable. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.